Manufacturer narrative:
D9: device avail. For eval?: change from yes to no (sample not returned). D9: date returned to MFR: remove 01/26/2024 and change null value to na. H3: manufacturer evaluated device? Remove no. H3: select reason for no evaluation: remove: device evaluation anticipated, but not yet begun. H3: device returned for evaluation?: change to no. H10: remove statement: the device was received and is currently awaiting evaluation. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring cap) of an amia automated pd cycler set was ¿off¿ the patient line. This was observed when opening the pouch of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.